Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a parastomal hernia. It was reported that after the implant, the patient experienced mesh erosion into viscera, fistula, open wound, abscess, and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of mesh, admitted to hospital, small bowel resection, resection of fistula, ostomy revision, and wound vac.